Event description:
In 2007, the sales representative that the driver teeth were found worn during kit inspection. In 2008, after the completion of the complaint return product evaluation, it was identified that the tips were twisted and not worn as originally reported. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
This event did not involve patient contact. Visual inspection found instrument tips twisted. Device history record review found the product met specifications. Further investigation pending.